Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. Analysis did find that the liquid crystal display (lcd) lens was broken, the upper case was broken, the lower cases were contaminated, the ring cover was broken, two side bail covers were contaminated, the battery release, heart block, lead flex cover, heart wire contacts, and battery drawer were contaminated, the battery contacts were compressed and the ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported device had a cracked display. No patient involvement or complications were reported.